Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that sensor was not initially connected to pump. It tried to calibrate, then said calibration failed. Customer¿s blood glucose was 41 mg/dl. Troubleshooting was performed. They treated the low blood glucose with juice. Customer also reported a blood glucose of 115 mg/dl and 78 mg/dl, which was treated with juice. The products will not be returned for analysis.